Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty crystal oscillator on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "defib fault 95" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.